Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The pump was received at the covidien service center. Upon the evaluation of the pump, it was found that the battery door is burned.